Manufacturer narrative:
The service engineer (se) reported that the user interface assembly was replaced, and the issue was resolved.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was turning on by itself. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator was turning on by itself. The customer stated that the device was found in storage, and had turned on by itself. The customer verified that the problem occurred, the battery was then replaced, but the issue had reoccurred. The rse noted that further troubleshooting was requested, and advised the customer that 2nd generation user interface pcb and 2.10 software will need to be installed to correct issue. Onsite service was requested. The investigation is ongoing.

Manufacturer narrative:
The suspected user interface (ui) assembly was returned, and the evaluation was performed. The technician reported the following conclusion, "tech verified that the standard test bed (stb) with the suspect ui printed circuit board assembly (pcba) installed, powered on without issue through the use of the power on button. Tech also verified that the stb with the suspect ui pcba installed, powered down without issue by the use of the power button and the ventilator shutdown button on the touch screen. With alternating current (ac) and internal battery connected, the hospital vent stb with the suspect ui pcba installed, remained in the power down status for 1 hour with no random or spontaneous power ups. This testing was performed with ac and the internal battery connected to the stb. The stb also passed all testing noted in test steps 1,2 and 3 noted above. Through the use of a fluke 87 multimeter, tech verified that the ui sw_pwr line (c44/ fb21 pin 3) was at a constant 4.80 volts-direct current (vdc), which is the required voltage for the normal operation of the ui and unit operation in the power on and power off status. Tech could not duplicate the failure. Pil has concluded that no fault found."